Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a moderatey tortuous vessel. A 4.00 x 28 mm synergy xd drug-eluting stent was selected for use to treat the lesion. However, the proximal part of the strut was found to be lifted, outside the patient's body. The procedure was completed with another of the same device. No patient complications were reported.